Event description:
According to the customer: "pumo was started at 1342 hr. When staff was administering the drug to patient, she said that the bi-directional link/rover was not working and was prompted to program manually. Instead of administering 30 mcg/hr (intended dose), staff manually pressed in 300 mcg/hr. By 1500hr, staff found that 44ml was already infused and 6ml was left." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.